Event description:
It was reported, the patient noted a small red bump at his ipg site two weeks ago. The patient now reports experiencing discomfort at the ipg site and states the red bump has grown. The physician noted the patient does not have a fever and does not believe it is an infection. The patient was treated with antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.